Event description:
It was reported that catheter issue occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified vessel. An opticross hd imaging catheter was advanced for the ultrasound examination of the target lesion. There was no problem with the image during preparation; however, during insertion, the image was lost and suddenly went completely dark. It was noted that the air was not removed during preparation flushing. The procedure was completed using another device of the same model, with no adverse patient outcome reported.